Event description:
It was reported that post port device implant via the right subclavian vein and upon x-ray examination, the catheter of the device was noted to have broken at the stem. The device was removed percutaneously and upon examination it was found that the tip of the catheter was allegedly separated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp with a catheter in two segments and one cath-lock was returned for evaluation. Functional, gross visual, microscopic visual and dimensional evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation as a circumferential break was observed approximately 21.0 cm from the distal end of the proximal catheter segment. Furthermore, the proximal segment of the catheter was found attached onto the port stem. Both the edges of the break appeared to have jagged sides and granular/ rounded break surfaces. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that post port device implant via the right subclavian vein and upon x-ray examination, the catheter of the device was noted to have broken at the stem. The device was removed percutaneously and upon examination it was found that the tip of the catheter was allegedly separated. There was no reported patient injury.